Manufacturer narrative:
Manufacturing date :-- february 02, 2016 ¿ february 03, 2016. The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during infusion. The reporter stated that the device had been primed prior to patient connection. The device was filled with 54ml fluorouracil and 46ml physiological solution for a total fill volume of 100ml. The expected therapy time was reported to be 7 days; however, at the end of the expected therapy time the device was found to have not infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.